Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. The xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a proximal left anterior descending coronary artery stenting procedure, during lesion pre-dilatation with a 3.5x08mm rx trek balloon dilatation catheter, the balloon kept watermelon seeding out of the lesion. At that point, it was decided to use a non-abbott cutting balloon, resulting in a minor dissection within the lesion. A 3.5x15mm xience xpedition was implanted in the lesion, resolving the dissection. Post procedure, the patient experienced unstable angina, significantly elevated cardiac enzymes and the electrocardiogram was positive for a myocardial infarction. One day post-procedure, the patient was taken back to the catheter lab for a diagnostic procedure. Thrombosis was found in the ostium of the vessel and proximal to the stent. The thrombosis was treated with thrombectomy and placement of a non-abbott stent. Additionally, a balloon pump was inserted for about 24 hours. Five days post-procedure, the patient was transferred from the intensive care unit to a step down unit. There was no additional information provided.